Event description:
It was reported that during a colon procedure, lowering colorectal anastomosis, the staples were loose in the anastomosis. It is unknown how the procedure was completed. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Date sent: 12/15/2008. Information anticipated, but unavailable at this time.